Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the programmer failed to power on and powered up to a black screen. The programmer was reloaded and updated with software. Analysis also noted that the keyboard cover was missing, both display hasps were broken, and the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer fails to power on and powers up to a black screen. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.